Manufacturer narrative:
Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 330 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date at time of call is a week ago. The customer stated he only had two test strips left. The meter memory was reviewed for previous test result history: 274mg/dl (B)(6) 2017 09:32 am fasting: yes; 207mg/dl (B)(6) 2017 06:15 am fasting: yes; 315mg/dl (B)(6) 2017 10:01 am fasting: yes; 330mg/dl (B)(6) 2017 09:56 am fasting: yes; 278mg/dl (B)(6) 2017 08:43 am fasting: yes; memory concerns: 274, 207, 315, 330 and 278mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 330 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date at time of call is a week ago. The customer stated he only had two test strips left. The meter memory was reviewed for previous test result history: (B)(6).